Event description:
It was reported that an ilet pump with a broken, unusable screen led to trouble using the device after damage occurred, and the user planned to return the device after syncing data; the issue involved device display/screen damage and impaired usability. Symptoms included none related to injury. Outcomes included interruption of normal device use and the need for replacement. Investigation included review of complaint details and instructions provided to shut down the device to prevent further alerts, along with arrangements for return and evaluation. Investigation of this case revealed physical damage to the screen with consequent loss of function, while cgm use via dexcom app or receiver could continue. It was concluded that the event was due to device screen damage, the replacement device would require a full startup process, and the existing device data would not transfer.